Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan (lfs) to report experiencing a power issue with her one touch ultralink meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter not turning on began on an unspecified time on (B)(6) 2011. She stated that she manages her diabetes with the insulin pump and due to the alleged issue, it is unknown if there were any changes made to her usual treatment. Reportedly she claimed that approximately "a day or so" later, after the alleged issue started she developed a "headache and was swearing". It is unknown if she received any medical treatment due to her symptoms. During the initial call with customer service, the agent noted that there was no information of misuse, and the batteries were not due for replacement. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the patient symptoms did not correlate with lfs's definition suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.